Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
The patient was being treated for a left femoral neck fracture. It was reported that the patient¿s condition and vital sign were stable during operation. The implantation of prostheses were successful. The patient¿s condition was found abnormal when flushing and suturing, the blood pressure dropped, heartbeats abnormal. Anesthetist did effective rescue by intubation, maintained the vital sign, and sent the patient to ICU. Patient was latency of recovery after observation , treatment ,and maintaining normal vital sign. Patient ceased breathing and her heart beating stopped finally and was declared dead.

Manufacturer narrative:
An event regarding a patient death after problems started during surgery involving simplex p bone cement was reported. The event was confirmed. Method and results: device evaluation and results: not performed as no items were returned as the device remains implanted in the patient. Medical records received and evaluation: medical review on the information provided indicated; this female patient had a femoral neck fracture and given her age of (B)(6)-years with significant cardiovascular comorbidity indicates this patient would be more sensitive for such complications. Also nutritional status was poor as indicated by a very low bmi of 16. The symptoms presented as well as the timing of initial complications during surgery are very symptomatic for the occurrence of so-called fat embolism. The differential diagnosis includes pulmonary embolism. Pulmonary embolism may have similar serious effects as fat embolism. The procedural contributing factors for this specific case have been described and discussed. There are no device-related issues evident in the current case while patient history does suggest that specific cardio-vascular patient-related factors may have played a secondary role. Procedure-related mechanisms with secondary patient related factors are dominant in the pathogenesis of both fat embolism and pulmonary embolism syndrome, so whatever the principal cause of the problem, they should be considered as predominantly procedure-related. As such, this pi case is not device-related. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: medical review completed on the information provided indicated that there are no device-related issues evident in the current case while patient history does suggest that specific cardio-vascular patient-related factors may have played a secondary role. Procedure-related mechanisms with secondary patient related factors are dominant in the pathogenesis of both fat embolism and pulmonary embolism syndrome, so whatever the principal cause of the problem, they should be considered as predominantly procedure-related. As such, this pi case is not device-related. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
The patient was being treated for a left femoral neck fracture. It was reported that the patient¿s condition and vital sign were stable during operation. The implantation of prostheses were successful. The patient¿s condition was found abnormal when flushing and suturing, the blood pressure dropped, heartbeats abnormal. Anesthetist did effective rescue by intubation, maintained the vital sign, and sent the patient to ICU. Patient was latency of recovery after observation, treatment, and maintaining normal vital sign. Patient ceased breathing and her heart beating stopped finally and was declared dead.